Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels exceeded 16 mmol/l (288 mg/dl) while wearing the pod between 4 and 24 hours on the leg. The patient stated the cannula looked fine when she first removed the pod, however, at the time of the call it appeared bent. It is unknown when or how the cannula became bent. As treatment, the patient gave herself a manual injection of 5 units of insulin and 3 more units approximately 4 hours later.